Manufacturer narrative:
Per tandem¿s t: flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading the cartridge. Reportedly, the cartridge was filled with 500 units of insulin. There was no impact to the customer's blood glucose level. The customer declined further follow-up from tandem technical support on the reported event.